Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tha case: ¿ pre op CT landmarks were correct. I put the femoral neck landmark a little more posterior as it was too anterior. Checked asis and lesser trochanters: they were fine ¿ registration result femur was .48, acetabulum .5, ¿ guided resection was spot on, ¿ planned a 4 stem. Broach tracked, we were 3 longer with a minus 5 head. ¿ reamed, came to 2 proud, but surgeon said we were flush with wall and accepted it. ¿ final stem 4 resulted in 6 longer which was unacceptable (image 009). There was a manual recut of the femur: broached with a 3 than a 4. The 4 did not have a good fit anymore and wasn¿t stable. Switched to a 3 stem which had a better stability. Still with a minus 5 head we came to 3 longer (image 010). Final 3 stem we came to 0 leg length (image 014). Upon clinical assessment the surgeon noted a 1.5cm difference in leg length (shorter). Re-operated, switched to a 4 stem and 0 head and came to acceptable result. Pictures are attached in communication log. Response - to the surgical delay question: re-operating took 40 min, however: the patient had a spinal deformity and always walked with a 1cm inlay in her shoe to correct. The surgeon did not notice this. The mako results were accurate. The fact the leg ended up shorter was in no part due to any robotic malfunctioning. The surgeon acknowledges this.

Event description:
Tha case: pre op CT landmarks were correct. I put the femoral neck landmark a little more posterior as it was too anterior. Checked asis and lesser trochanters: they were fine. Registration result femur was .48, acetabulum .5. Guided resection was spot on . Planned a 4 stem. Broach tracked, we were 3 longer with a minus 5 head. Reamed, came to 2 proud, but surgeon said we were flush with wall and accepted it. Final stem 4 resulted in 6 longer which was unacceptable (image 009). There was a manual recut of the femur: broached with a 3 than a 4. The 4 did not have a good fit anymore and wasn¿t stable. Switched to a 3 stem which had a better stability. Still with a minus 5 head we came to 3 longer (image 010). Final 3 stem we came to 0 leg length (image 014). Upon clinical assessment the surgeon noted a 1.5cm difference in leg length (shorter). Re-operated, switched to a 4 stem and 0 head and came to acceptable result. Pictures are attached in communication log. Response - to the surgical delay question: re-operating took 40 min, however: the patient had a spinal deformity and always walked with a 1cm inlay in her shoe to correct. The surgeon did not notice this. The mako results were accurate. The fact the leg ended up shorter was in no part due to any robotic malfunctioning. The surgeon acknowledges this.

Manufacturer narrative:
Reported event: an event regarding revision from partial knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR could not be performed as the robot number was not provided. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding leg length discrepancy. There were 4 other reported event (B)(4). Conclusion: per additional information received from the sales specialist, the patient had a pre-existing condition causing a 1cm leg length difference that was not identified prior to the case being performed. The logs/reports have been checked by (B)(4), field service engineer and there were no errors or abnormalities identified. Based on the data analysis and the surgeon¿s feedback the system operated as intended. Device not returned.